Event description:
The lay user/patient contacted lifescan in 2008 and alleged that the threads on her one touch ultrasoft lancing device were stripped/damaged. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on five days earlier. She also mentioned that she experienced having cold sweat, and shaky after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. The patient was using a regular cap with the lancing device. This complaint is being reported because the patient claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. It is unclear if she was still able to test her blood glucose. She did not self-treat or receive any medical attention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.